Event description:
Within 30 minutes of inserting this tube, the pt complained of pain/discomfort inside trachea. The pt's parent removed this tube and re-inserted a new one which was "ok". On viewing this complained tube, the parents noted that the cannula was offset and therefore not in the midline.

Manufacturer narrative:
The lot number of the 4.5 ped tracheostomy tube is unknown and return of the tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted.